Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Troubleshooting/actions performed; incision and drainage. No culture, anchor was malpositioned, so it was repositioned in surgery on (B)(6) 2016. Catheter revision or replacement for malfunctions/leaked catheter. On (B)(6) 2016, patient underwent correcting of malpositioned catheter anchor

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID neu_unknown_cath, implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient who was receiving dilaudid 14.0 mg/ml at 7.69 mg/day at 7.69 mg/day and marcaine 7.0 mg/ml at 3.8469 mg/day via an implantable infusion pump. At the time of report the pump was used to infuse dilaudid 16.0 mg/ml at 3.501 mg/day and marcaine 8.0 mg/ml at 1.7504 mg/day. It was reported that the patient experienced a confirmed infection where the catheter went into the spine. The infection symptoms included swelling, draining, and incisional wound opening. The patient had a surgery on (B)(6) 2016 and went in a week after the surgery on (B)(6) 2016 to get the staples taken out. At that time when the healthcare professional took the staples out everything was fine. Before the patient got home after this appointment the incision opened up. The patient was told by their healthcare professional to come back the following day. The consumer reported that the staples were taken out too soon. The change in therapy/symptoms was considered sudden. The strain was asked, but unknown. There was no culture and the healthcare professional looked at it and put the patient on oral antibiotics. The patient had to keep gauze on it because it leaked all over the patient¿s sheets and shirts and ruined a few shirts. The event date was reported as (B)(6) 2016. The consumer did not know the outcome because the patient could not see the site of the infection. The patient is no longer taking any more antibiotics. The patient had puffiness and the healthcare professional told the patient there was no infection and that the catheter was pushing into the patient¿s back that was causing the little lump which was making the area swollen. A biopsy was taken and sent into the lab on (B)(6) 2016. The lump was repaired and the patient indicated that there was no lump there anymore. The site was still draining and still bleeding out. The patient was on antibiotics for 2 months. The patient isn¿t getting the pain relief that she used to from the pump. The patient¿s legs hurt every now and again. The patient¿s healthcare professional was acting like it was an issue. The patient has had a lot of surgeries and is (B)(6) and was trying to get better. The patient was scared about the pump blowing up inside them if something goes wrong, however the patient felt better at the time of report. The patient¿s healthcare professional told the patient not to worry about issues with recalls because the pump would shut off or alert them if there was an issue. The patient was calling about field actions they read online. Refer to manufacturer report# 3004209178-2016-13164 for the event which led the surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.